Manufacturer narrative:
As received, only the distal portion of the lead in one piece with the extraction tool inserted measuring 42.6 cm was returned for analysis. Visual examination of the lead found an external abrasion breaching the outer insulation exposing the outer coil due to friction to another device or features of the heart at 12.3 cm to 12.7 cm from the distal tip to the suture sleeve tie impressions. The cause of the reported event of noise was isolated to external abrasion consistent with friction to another device or features of the heart.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a follow-up and noise with inappropriate inhibition of pacing was noted on the right ventricular lead. The patient was pacemaker dependent. The lead was explanted and replaced with a competitor lead that same day. The patient was stable after the procedure.